Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted endometriosis resection surgical procedure, the neutral electrode pad was not recognizing the patient. The customer replaced the neutral electrode pad along with the cable and also restarted the integrated electrosurgical generator unit (iesu), but the problem continued. The customer was advised to exchange the iesu for another valleylab force triad model, but the customer did not have this model available. The customer decided to use the external force triad 10 generator and it worked. The procedure was completed with no reported injury.